Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going date of event: unknown.

Event description:
Country of complaint: malaysia. It was reported by the healthcare professional to the company sales representative that the "thread easily breaks and causes delay in the stitching process."